Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, medical staff used a peripherally cannulated central venous catheter to place a 28-cm-long, 6-cm-exposed vein in the patient's right upper extremity for intravenous infusion and measurement of central venous pressure. At 03:33 on january 31, the peripherally cannulated central venous catheter's interface was broken, resulting in blood oozing out, so the central venous catheter was immediately removed, and the patient was given compression to stop the bleeding. Afterward, an indwelling needle was used for puncture.